Manufacturer narrative:
Investigation ¿ evaluation: a representative from elemar international forwarding informed cook of an incident involving a ultrathane mac-loc locking loop biliary drainage catheter. During a bile duct drainage procedure there was resistance removing the metal stiffener. The stiffener was stuck, so the physician removed the device from the patient. With great force, the stiffener was removed from the catheter. The physician stated all components were flushed with saline. A new device was used to complete the procedure and there were no adverse effects to the patient as a result of this incident. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Therefore, no visual inspection of the device occurred. However, a document-based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters include difficult inserting/removing the metal stiffener into the catheter and damage to the catheter during introduction of the metal stiffening cannula. The identified risk control includes the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) was reviewed. The DHR for the complaint lot and related subassembly lots revealed three related nonconformances. One nonconformance is for ¿transition, poor¿, another nonconformance is for ¿i.d. Incorrect,¿ and a third non-conformance is for ¿surface, defect." All affected products were scrapped. Additionally, all related nonconformances are 100% checked prior to release. A complaints database search was also conducted and no additional complaints on the complaint lot were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) supplied with the product instruct that the product should be inspected prior to use to ensure no damage has occurred. This failure mode is related to an open CAPA that is addressing metal stiffener advancement and removal difficulty. Based on the information provided, no returned product for visual inspection, and results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) #:k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) old male patient required a ultrathane mac-loc locking loop biliary drainage catheter for biliary drainage. During positioning, it was noted that the metal stiffener was stuck within the catheter. The catheter was removed from the patient and after great resistance the inner stiffener was able to be removed from the catheter. The operator tried to place the catheter again, however the difficulty removing the stiffener continued. Finally, the device was removed again and discarded. It was noted that all components were flushed with saline. The procedure was completed with a similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.